Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. The target lesion was identified in the left anterior descending (lad)artery. The reference vessel diameter was 3.0mm and the target lesion length was 8mm. Pre-procedure there was 80% percent stenosis. Direct stenting was not attempted. A 3.5mmx8mm liberte stent was implanted. A non-bsc balloon was also used. An additional non-bsc stent was implanted to treat the dissection. The procedure was technically unsuccessful as the significant dissection was not repaired with bailout stenting. Post-procedure residual stenosis was 0%. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.